Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# unknown. Product type: programmer, physician: product ID 8709, lot# j11272r06, implanted: (B)(6) 2002. Product type: catheter. (B)(4).

Event description:
It was reported the patient was obtunded and was admitted for a question of overdose of narcotics. It was believed it was related to the pump therapy. The pump was interrogated. The last refill and dose change was (B)(6) 2013. The physician reduced the dose in half from 12.5 to 6.5mg/day and stopped the oral medication. The physician planned to perform a CT. Hcp also reported the patient fell. It was questioned if something was wrong with the pump. The patient would be discharged as soon as he was stable. The pump was delivering clonidine, bupivacaine and morphine. Additional information has been requested but was not available at the time of the report.